Manufacturer narrative:
(B)(4) date sent: 8/25/2020. H10: corrected data=h10 h10: user facility medwatch was not attached on initial medwatch. (B)(4).

Manufacturer narrative:
(B)(4). Date sent: 8/28/2020. H2: additional information received: the customer reported that "the product or packaging was not retained." D10: device available for evaluation? No.

Manufacturer narrative:
(B)(4). Batch #unk. Uf/importer report number: (B)(4). Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: could you please specify if the trocar presented any visible damage? Or broken parts? Could you please confirm that this was found after the procedure? If yes, were all the plastic parts retrieved from the patient? Were there any patient consequences? If yes, please describe. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
See user facility medwatch.